Manufacturer narrative:
(B)(4).

Event description:
It was reported that when going through the security gates the ins was turning off. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their physician to resolve the issue the issue. Appointments of (B)(6) 2013 were noted. Further follow up information received from the healthcare professional (hcp) on the same day reported that the cause of the event were "security gates". Reprogramming was performed on (B)(6) 2013. Patient symptoms of a ¿return of symptoms¿ were reported. The patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va02dme, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).